Event description:
Caller alleged false negative hcg results. Results as follows: pt presented for a free pregnancy test and to confirm home pregnancy test. Last menstrual period: (B)(6). Specimen: fresh sample, light yellow in color. Test was done within minutes of obtaining specimen. Urine specimen was discarded. The pt had two tests done from this lot number. A very faint line was visible on the first test shortly after the read time. Pt gave conflicting info regarding dates of upi at the time of most probable fertility. She reported multiple home pregnancy tests that were positive. Customer was not able to contact the pt to confirm pregnancy.

Manufacturer narrative:
Investigation pending.